Event description:
It was reported registered nurse (rn) phoned hot line stating following: "they had patient on pump & needed to change helium so they put patient on another pump, but found helium gauge was dropping rapidly. Rn wanted to know why two pumps had problems with helium." Clinical support specialist (css) discussed with rn how pump had o-ring & it could have been loose or missing from tank. Css explained how o-ring impacts ability of pump to lose helium rapidly. Css suggested pump be exchanged & rn could concentrate on locating o-ring. Rn later phoned hot line & told css "exchange of pump went seamless. Rn also said that he did find where o-ring was located on pumps. First pump has o-ring however it looked worn. O-ring on second pump was missing. Rn told css he understands how to remove disposable tank, not entire helium connection, from pump in order to change helium, as o-ring can be easily loosened or lost. Rn took both pumps out of service & will have biomed department replace o-rings." There were no reported patient complications.

Manufacturer narrative:
Product will not be returned for evaluation.